Event description:
It was reported that during an anterior cruciate ligament internal brace surgery the device tore. Parts of the devices remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 06-sep-2023: it was confirmed that the white pull sutures for pulling the tightrope are torn. Individual parts of the sutures and the button remained in the patient, which we did not get out completely when removing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Event description: it was reported that during an anterior cruciate ligament internal brace surgery the device tore. Parts of the devices remained inside the patient. It was confirmed that the white pull sutures for pulling the tightrope are torn. Individual parts of the sutures and the button remained in the patient, which we did not get out completely when removing. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. The most likely cause for the reported failure can be attributed to user error of the device due to improper tensioning of the sutures.